Event description:
Pace medical was notified on april 26, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with the complaint that the rapid pace function did not work. Device was analyzer and confirmed complaint. Parts were replaced for the sense and rapid pace function. Device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for failure: unknown reason for part failure.